Event description:
It was reported the patient had his spectra penile prosthesis device removed some time in 2015 due to infection. The patient was later implanted with a new device on (B)(6) 2015. No further patient complications were reported in relation to this event.

Manufacturer narrative:
It was further reported by the distributor that the spectra penile prosthesis device implanted in 2015 was not explanted in 2015. This new information makes this event not reportable.

Event description:
It was reported the patient had his spectra penile prosthesis device removed some time in 2015 due to infection. The patient was later implanted with a new device on (B)(6) 2015. No further patient complications were reported in relation to this event. It was further reported the patient did not have a spectra penile prosthesis device removed in 2015. The patient underwent an original implant surgery for a spectra penile prosthesis device on (B)(6) 2015.